Event description:
Ambulance personnel attended to a person diagnosed as pulseless, apneic and in ventricular fibrillation. One shock was administered to the pt. The energy level was increased and a second shock was attempted; however, the device allegedly failed to charge to the selected energy. A backup defibrillator was made available and used. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition and the use of a backup defibrillator.